Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg would not able to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would not able to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.